Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the reported heart failure and a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively established. Additionally, although the analysis of the submitted log files confirmed low flow faults and frequent pi events, a specific cause for these events could not conclusively be established through this evaluation. The submitted controller event log file contained data from 09oct2018 from 00:34:31 through 09:14:19. The log file captured 2 low flow controller fault flags when calculated flow dropped as low as 2.4 lpm, below the low flow threshold of 2.5 lpm. Both of these faults did not persist for at least 10 seconds to trigger a low flow hazard alarm. Of note, the log file also captured 118 pi events and average pi appeared slightly elevated during low flow events. No other atypical alarms or events were captured. The actual speed remained at or above the low speed limit for the duration of the log files and the pump appeared to be functioning as intended. The account communicated that the patient was experiencing a lot of pi events and some low flows. The patient also suffered from heart failure at this time that was possibly device related; however, no specific device related issue was identified. The low flow alarms reportedly resolved on their own, although the patient has reportedly had more periods of frequent pi events and low flows since, not always with a clear etiology. The patient will continue to be monitored. The patient remains ongoing on heartmate 3 lvas, serial number mlp-006538. No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a log file review was requested for a patient that was having a lot of pi events. The data showed 118 pi events that were occurring on 09oct2018 from 0:34:31 to 9:14:17. All pi events will cause the hm3 vad speed to drop to its low speed limit, which is currently set at 4800 rpm. When the controller detects a pi event, it captures the pump parameters at that point in time. It was stated by technical services that not all pi events are suction events. Common bodily functions such as sneezing and coughing have been known to trigger a pi event, however the pi events seen here are of a significant amount and may possibly point to another issue. Other possible causes for these pi events are: patient is at a hypovolemic state, set speed is set to high, rv failure, arrhythmias, bradycardias or inadequate hr, bleeds, tamponade and maps to high or low. Technical services also observed a couple of low flows with high pi readings that look to be physiological as well. While there may be a number of possible reasons for this, it seems two common reasons are hypertension or hypovolemia. There were no other unusual events seen within the log files. It was reported that the log file showed 118 pi events that were occurring on 9oct2018 from 0:34:31 to 9:14:17. All pi events will cause the hm3 vad speed to drop to its low speed limit which is currently set at 4800 rpm. It was reported that there was no equipment exchanged. It was reported that there was no identified device related issue that caused or contributed to hemodynamic instability. The low flow alarms and pi events resolved on their own. However, the patient has had more periods of frequent pi events and low flows since admission and not always with a clear etiology. The patient attested to some symptoms of dizziness the morning of the event of which she attributed to not eating. The plan of care is to continue to monitor the patient and follow up.